Event description:
Inbound call from patient stated that this past week she has been having issues with her infusion. She states the pump would stall and stop in the middle of the infusion and the infusion took longer than usual. Rph deemed that the pump may be faulty and set up a shipment of a new pump and the return of the malfunctioning pump to the pharmacy for inspection. No other information known. Dose or amount: 12gm. Frequency: qw. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: common variable immundodeficiency.